Manufacturer narrative:
This report is submitted on august 16, 2022.

Event description:
Per the clinic, the patient developed an infection at the implant site, and subsequently was treated with oral antibiotics (specific date and duration not reported); however, the issue could not be resolved. The device was explanted on july 22, 2022. The patient was reimplanted with a new cochlear device on (B)(6) 2022.